Event description:
The customer reported the erratic readings occurred on (B) (6) 2009 using optium xceed meter (B) (4), the test strip lot used is unk. The customer reported receiving readings of 3.0 mmol/l (162 mg/dl), 19.8 mmol/l (356 mg/dl), 18.9 mmol/l (340 mg/dl), 2.8 mmol/l (50 mg/dl), and 19.2 mmol/l (346 mg/dl) all taken within 10 minutes on their optium xceed meter. When plotted against the average on the parkes error grid, the results fell in the "c" indicating the difference in results to be clinically significant. There was no reported of mistreatment or third party intervention as a result of this event. The customer indicated she had both low and high blood sugars. There was no report of any injury or intervention required related to this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.